Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an internal neurostimulator (ins) for fecal incontinence and gastrointestinal pelvic floor. It was reported that the patient had back surgery and after the surgery was having significant pain surrounding the battery. The environmental and external factors that might have led to the pain include the back surgery. Impedance check and program changes were the diagnostic trouble shooting steps performed. The action/interventions taken were that the battery was replaced. The issue was reported to be resolved. No further symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Return product received.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis # (B)(4), analysis information -- 2018-08-01 13:36:17 cst pli# 10 product ID# 3058. Below is unedited, system generated text based on the analysis finding code(s) and test results. The implantable neurostimulator (ins) passed functional testing. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. {foreign material in port}: fdm, fdr and fdc have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was scheduled for revision and relocation of interstim. It was indicated that the device did not do what it was supposed to do.

Manufacturer narrative:
(B)(4). Analysis information -- 2018-08-01 13:36:17 cst pli# 10 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s) and test results. The implantable neurostimulator (ins) passed functional testing. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.